Event description:
A customer reported experiencing ongoing occlusion alarm with their insulin pump, which led to recurring issues. There was no adverse impact to the customers blood glucose level. A systems check was completed and no issues were identified, however, occlusions continued, troubleshooting has been exhausted and a pump replacement was sent.